Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime/compromised force sensor system test, and displacement test. However, the insulin pump was received stuck in the motor error loop during the bolus/basal delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no lost of settings noted. The pump was received with minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call had a motor error alarm on the insulin pump. Customer's blood glucose was 74 mg/dl at the time of the incident. Customer was able to rewind and use a new battery, but lost all her information. Customer received another motor error alarm and stated that it has happened 3 times. Customer stated that the drive support cap appears normal. Customer was unsure if she received a motor position encoder error alarm. Customer stated that the pump was in a rewind loop so the alarm history was not checked. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.